Event description:
The user found that the distal end was broken during the reprocessing, so the user returned the device to olympus. The user completed the next gastroscopy with another device and the procedure was not delayed by more than 15 minutes. Olympus then inspected the device at the service department of olympus (B)(4) sales & marketing found that the distal end was cracked. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. There was a wrinkle in the insertion section. The light guide lens was discolored yellow. The light guide connector was corroded. There was a leakage from the channel tube. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. Since the instruction manual contains an inspection of the external surface of the entire insertion section including the bending section and the distal end, and a warning about external stress on the distal end, the user can prevent and detect the occurrence of the reported event by following the instruction manual. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused by the addition of physical stress, such as a fall. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.